Event description:
The customer alleges that the blade was too loose from side to side. No report of a pt injury.

Manufacturer narrative:
(B)(4). Reported serial number - (B)(4). The device sample was not returned for evaluation at the time of this report.